Event description:
Pt had angioplasty procedure for rca lesion. Balloon inflated to 2,4,6,8,10,12,16,18 and then 24 atms x 30 seconds. Solaris balloon then removed from body; piece of balloon retained in body due to burst of balloon. Unable to remove remaining portion of the balloon. Pt expired later that day in ccu due to disease, not believed to be related to above incident.